Event description:
It was reported the system displayed an overload fault error message. This resulted in a system shut down that could not be resolved by rebooting the system. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.